Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the mx40 indicated that the speaker was defective. There was no patient harm reported by the customer.